Event description:
Per physician documentation: unsuccessful attempt at stent placement in a saphenous vein graft to the left anterior descending artery, complicated by stent dislodgement from the balloon and irretrievable lodgement in the ostium of the graft. After approx 2 1/2 hrs and multiple attempts to retrieve the stent, pt was taken to surgery for the stent removal.